Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product testing could not be performed because the product remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) was involved in a clinical study. At implant iol was 167 degrees and during the 6 month visit it was noted that iol rotated to 179 degrees. There was no repositioning planned. No other surgical action is planned. There was no patient complication and/or related injury. It was stated that the patient has recovered. No other information was provided. This report is for the left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.